Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2muz0, product type: lead. Product ID: 978b128, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that during stage one trial, the healthcare professional (hcp) checked the response on the needles to choose between right or left, then when they continue the procedure and inserted the lead in the transducer they could not find any response in any contact. The ens and programmer were working fine because the hcp can see the stimulation response when they were trying over the foramen needle. Hcp removed the lead and tried again with needle and the response for the stimulation was great, but it disappeared again on the lead in all contacts. The hcp repeated the same four times with same outcomes. The hcp stop the procedure. The lead was never implanted. Patient still in the waiting list to have another trial. On 2022-nov-08 additional information was received from the manufacturer representative (rep). The cause of the reported event was not determined, the hcp suspect that there is an issue in the lead because when they were trying the same cable, ens and programmer on the foramen needle and they can see response (bellows movement and great toe flexion) bilaterally. The hcp tried multiple times with changing the lead position with same outcomes, then they decided to cancel the case. The lead will be returned.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.